Event description:
No further information was received from the customer.

Event description:
The customer reported a patients oxygen saturation went down when on the ventilator. The patient was moved to ICU and put on another ventilator and the oxygen saturations recovered. It is unknown what level the patients oxygen saturation was at, and what level it went down to. The customer reported there was no permanent harm to the patient. As the device is out of warranty, the customer contacted manufacturer product support (pse) for assistance. The customer reported the ventilator was alarming but did not know which alarm(s) was sounding. The customer reported the patients oxygen saturation dropped but there was no fault or malfunction of the ventilator reported at the time of the event. The customer requested manufacturer service evaluation of the unit. The manufacturers field service engineer reported initial testing of the unit passed. Review of the device diagnostic history observed no codes to identify a fault condition. Performance verification testing was completed and passed. The service engineer was unable to duplicate a problem with the device. The customer has been contacted for further information.